Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 0292-59 boston scientific lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and intermittent capture. The physician programmed the lead off. Later, the patient returned with symptoms of dyspnea, and thus a procedure was performed to cap and replace the lv lead with a his bundle pacing lead. The newly attempted his lead also showed high thresholds at several implant sites. Subsequently, the his lead was removed and replaced with a competitor lv lead. No patient complications have been reported as a result of this event.